Event description:
Follow-up with the charge nurse revealed that the patient's treatment was completed with a new set-up on a different machine. The estimated blood loss was 350ml.

Manufacturer narrative:
Field service investigation was not performed and no parts were returned for failure analysis investigation. During follow-up, the customer indicated that the machine malfunctioned during treatment and they were unable to return the patient's blood. The patient finished treatment with a new set-up on a different machine. The patient did not experience any ill effects or require any medical intervention. The machine is back in service. Repair information was not provided. An investigation of the device manufacturing records was also conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis inpatient user facility has reported that during treatment the front panel keys on a fresenius 2008k2 hemodialysis machine were unresponsive and not working. The patient only had 15 minutes left for treatment when the problem happened, treatment had to be terminated and not completed. The patient lost 200ccs of blood as the blood was not returned to the patient. No adverse event was experienced. A sample is not available for evaluation.